Event description:
On (B)(6) 2015 endologix was notified that the patient had expired approximately 5 months post implant of a bifurcated device.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: adequate medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: the presence of a thoracoabdominal aneurysm; and, bilateral iliac artery diameters of less than 10 mm. Cautionary product use conditions that might have contributed to this event included the impending ruptured state of the aneurysm. The patient was being prepped for permanent dialysis the week of their urgent presentation of abdominal pain and endovascular intervention. The patient's use of antiplatelet therapy, the concomitant treatment of the thoracic aneurysm, and aorto-iliac stenosis might have contributed to this event. Treatment included: a competitor's dual fenestrated proximal aortic extension; stenting of the superior mesenteric and celiac arteries; bilateral renal embolization; and, a right ilio-femoral bypass. Three months post implant, there was evidence to support the aortitis and an initiation of long term antibiotic therapy. Four months post implant, there was evidence to support ongoing aortitis, and a type iiia endoleak from the competitor's stent at the level of the superior mesenteric artery fenestration and stent; the bifurcated stent was not involved in the type iii a endoleak, and should not be recorded as such. Five months post implant, there was no evidence to support the reported death due to lack of information. This patient's recent and past medical history included current tobacco use, hypertension and dialysis dependency, aortitis and antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported event could not be determined; however, patient anatomy and procedure context are likely factors. There was no evidence that endologix device contributed to this event. The clinical assessment indicated the device use was incongruent with IFU (presence of a thoracoabdominal aneurysm and bilateral iliac artery diameters of less than 10mm) and cautionary conditions.